Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer reported an issue of connection issue with bd infusion set of material 2420-0500. This complaint was captured using information provided by health canada¿s medical devices online databases. No photos or samples were provided and without further information, the complaint cannot be verified and the root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv had issues with disconnection/component separation. The following information was provided by the initial reporter: "a1203 - disconnection."